Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly, the surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.